Event description:
Event description cpi received information that this epicardial patch lead and implantable cardioverter defibrillator exhibited an 'open lead' message. The patient was implanted with a new system.